Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observation revealed a severed lead 383 mm from the terminal pin with two segments returned. The laboratory noted a dried body fluid throughout the lead lumen and a cut in the insulation. The conductor coils were stretched from the terminal pin. The electro-cautery had melted the insulation from the terminal pin. The analysis result confirmed the lead was severed and the lead tip was missing. There is nothing visually wrong with the lead that would cause dislodgment. No further testing was performed.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged a few months prior to revision. Explant of the lead was attempted during a device change out procedure. The electrode tip of the lead severed from the lead body and was surgically abandoned while the remainder of the lead was extracted. A replacement lead was implanted. No additional adverse patient effects were reported. This product is no longer in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--